Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
The affiliate reported via email meniscal repair. Jnj rep was present at the case. This was the surgeons first experience using truespan. The first implant was implanted as per surgical technique, when the second implant was deployed it did not deploy in the meniscus. I had prompted the surgeon to use forward pressure due to the push back and he said he didn't push back enough. The surgeon removed one of the two implants, the implant that did not deploy properly. To complete the procedure the surgeon opened a three more truespan 12 peek and with a focus on applying more forward pressure when deploying the implants, deployment was successful. No ae to patient. Additional information received via email from the affiliate on 9-27-2017. The first implant was kept implanted. The failed implant was removed. What was used to remove the implant? ¿ to be advised. There were no resulting surgical delay. Additional information received via email from the affiliate on 10-4-2017 a grasper was used to remove the implant.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the complaint device is not being returned as it was discarded by the customer, therefore unavailable for a physical evaluation. Review of the device history record indicated that this batch of product was processed without incident; therefore there is no evidence of manufacturing anomalies on the paperwork reviewed. Further, a review into the depuy synthes mitek complaints system revealed 2 similar complaints for this lot of devices that were released to distribution. We cannot discern a root cause for the reported failure mode, however one possible root cause is that the surgeon did not penetrate the meniscus enough, causing the implant to not be released. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).